Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not sure of hsg has been preformed /plaintiff did not undergo any confirmation test.". The patient's medical history included multiple cesarean sections, pain, abdominal pain, constipation, nausea and headache. Concurrent conditions included postpartum state. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"), nausea ("nauseous") and abdominal pain ("abdominal pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait disturbance ("her legs cannot walk like normally did /difficulty in walking"), allergy to metals ("nickel allergy") and exfoliative rash ("rashes or skin conditions type: feet and hands peeling itchy"). On an unknown date, the patient experienced pain in extremity ("leg pain"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ excessive much heavier lasted longer than regular menses,"), bone pain ("aching in bone"), abdominal pain lower ("cramping"), skin exfoliation ("skin on hands and feet peeling") and rash pruritic ("rashes or skin condition :painful itching"). The patient was treated with surgery (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal hemorrhage, menorrhagia, bone pain, abdominal pain lower, skin exfoliation and rash pruritic outcome was unknown, the abdominal pain upper, nausea and gait disturbance had not resolved, the abdominal pain and pain in extremity had resolved and the exfoliative rash was resolving. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, bone pain, exfoliative rash, gait disturbance, menorrhagia, nausea, pain in extremity, pelvic pain, rash pruritic, skin exfoliation and vaginal hemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2016 (discrepancy noted). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 14-jul-2020: pfs received- new events abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, aching in bone, cramping, skin on hands and feet peeling were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not sure of hsg has been preformed /plaintiff did not undergo any confirmation test". The patient's medical history included multiple cesarean sections, pain, abdominal pain, constipation, nausea and headache. Concurrent conditions included postpartum state. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"), nausea ("nauseous") and abdominal pain ("abdominal pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait disturbance ("her legs cannot walk like normally did /difficulty in walking"), allergy to metals ("nickel allergy") and exfoliative rash ("rashes or skin conditions type: feet and hands peeling itchy"). On an unknown date, the patient experienced pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),/ excessive much heavier lasted longer than regular menses,"), bone pain ("aching in bone"), abdominal pain lower ("cramping"), skin exfoliation ("skin on hands and feet peeling") and rash pruritic ("rashes or skin condition :painful itching"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, vaginal haemorrhage, menorrhagia, bone pain, abdominal pain lower, skin exfoliation and rash pruritic outcome was unknown, the abdominal pain upper, nausea and gait disturbance had not resolved, the abdominal pain and pain in extremity had resolved and the exfoliative rash was resolving. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, bone pain, exfoliative rash, gait disturbance, menorrhagia, nausea, pain in extremity, pelvic pain, rash pruritic, skin exfoliation and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion:(B)(6) 2016 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "not sure of hsg has been preformed /plaintiff did not undergo any confirmation test.". The patient's medical history included multiple cesarean sections. Concurrent conditions included postpartum state. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"), nausea ("nauseous") and abdominal pain ("abdominal pain"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait disturbance ("her legs cannot walk like normally did /difficulty in walking"), allergy to metals ("nickel allergy") and exfoliative rash ("rashes or skin conditions type: feet and hands peeling itchy"). On an unknown date, the patient experienced pain in extremity ("leg pain"). The patient was treated with surgery ((B)(6)2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and allergy to metals outcome was unknown, the abdominal pain upper, nausea and gait disturbance had not resolved, the abdominal pain and pain in extremity had resolved and the exfoliative rash was resolving. The reporter provided no causality assessment for abdominal pain with essure. The reporter considered abdominal pain upper, allergy to metals, exfoliative rash, gait disturbance, nausea, pain in extremity and pelvic pain to be related to essure. The reporter commented: date of insertion:(B)(6)2016 (discrepancy noted) quality-safety evaluation of ptc: final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lawyer were added. Event:rash outcome were updated . Pt of event: investigation incompliance were updated to plaintiff did not undergo any confirmation test. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple cesarean sections. Concurrent conditions included postpartum state. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain upper ("stomach pain"), nausea ("nauseous") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), gait disturbance ("her legs cannot walk like normally did"), investigation noncompliance ("not sure of hsg has been preformed"), allergy to metals ("nickel allergy"), rash pruritic ("rashes or skin conditions type: feet and hands peeling itchy") and pain in extremity ("leg pain"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, investigation noncompliance, allergy to metals and rash pruritic outcome was unknown, the abdominal pain upper, nausea and gait disturbance had not resolved and the abdominal pain and pain in extremity had resolved. The reporter provided no causality assessment for abdominal pain and investigation noncompliance with essure. The reporter considered abdominal pain upper, allergy to metals, gait disturbance, nausea, pain in extremity, pelvic pain and rash pruritic to be related to essure. Quality-safety evaluation of ptc: final assessment- since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received event "rashes or skin conditions type: feet and hands peeling itchy, nickel allergy, pain, other injury(ies) or complication(s) please describe: difficulty walking, leg pain" were added. Outcome of event " leg pain, abdomen pain " were updated as recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.